Event description:
It was reported that plate broke during bending. No harm to patient. 10 minutes delay. Device backup available.

Manufacturer narrative:
The affected peri loc 3.5mm ti reconstruction locking plate was returned and evaluated. A lab analysis conducted during this investigation indicated that the device fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross sectional area of the plate could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. The energy dispersive x ray analysis noted the fracture surface showed peaks corresponding to those expected from the cp ti material. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Smith and nephew will continue to monitor for future complaints and investigate as necessary. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Additional information in model #, serial #, expiration date, catalog #, lot #, other #, UDI #.